Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup mode. The pacemaker was implanted. The programming changes were made. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup mode. The pacemaker was implanted. No intervention was performed. The patient was in stable condition throughout the procedure.